Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they had taken the battery out of the insulin pump and the device stared alarming battery out limit. Assistance was provided and the settings were reset. The customer's blood glucose was 166 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.